Event description:
Allergic reaction; I have a type 1 latex allergy and type 1 diabetes. I have been using a dexcom g6 cgm for 3 years. Sometime in 2020, I started having allergic reactions to the sensor adhesive. These have been getting worse despite preapplication treatment with topical steroid. I called dexcom to report the problem and was told that they had changed the adhesive on the sensor. I suspect that the new adhesive contains latex, even though it is not labeled that way. It is not labeled as being latex-free. Data from the most recently removed sensor: (B)(6). FDA safety report ID# (B)(4).